Event description:
It was reported that the surgeon was on the second firing during the transection of the gastric pouch when the stapler failed to complete the right side of the staple load. The reloads were in the staplers as the device was removed from the pt. The reload is a trg45 and it was used with a peri strip. A new gun was opened to complete the procedure. There was no incident or consequence to the pt.